Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin duration setting was programmed incorrectly. Tandem technical support guided the customer through adjusting the insulin duration. Customer had elevated blood glucose levels (300-500 mg/dl). Customer delivered a bolus and tested bg levels frequently to address elevated bg levels.